Manufacturer narrative:
H10: the sample was received for evaluation with a minicap on the female connector and the white twist clamp in the closed position. A visual inspection with the naked eye and magnification noted the female connector was separated from the light blue main body of the twist clamp. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence on the female connector indicating the insert chip was present during the assembly process. The insert chip most likely dislodged during disconnection. There was evidence of solvent inside the barrel of the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. An in-lab connector was connected to the female connector; the connector was hand removed with no issues noted. The reported condition of separation between the female connector and main body of the twist clamp was verified, however the reported condition of female connector connection issue was not verified. The cause of the separation between the female connector and main body of the twist clamp was due to inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was unable to disconnect from the patient line of an amia automated pd set with cassette which resulted in the female connector of the transfer set separating from the light blue mainbody. This event occurred as the patient was attempting to disconnect from their pd therapy. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.